Event description:
It was reported that the patient presented to the emergency room with unknown symptoms. The right ventricular lead exhibited loss of capture due to dislodgement. Attempts to reposition the lead were unsuccessful. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.